Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the weak water flow could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿after attaching the water filter, be sure to discharge air from the water filter housing completely. If air is left in the water filter housing, the process time may be extended. Air should be removed whenever process time is extended or other irregularity are noticed.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoscope reprocessor kept going through water filters every couple of days. An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse noted that the water flow to the basin was very slow. This report is being submitted for the malfunction found during evaluation by fse. There was no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse noted water pressure was 60 psi at prefilter, ran a cycle and noticed the water flow into the basin was very slow. Removed the hose to the oer-pro and the water flow was good. After a large amount of air was released from the air filter, the water flow was recovered. Ran 4 cycles of test to confirm functionality. The device was serviced and verified according to the original equipment manufacturer (OEM) instructions. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.